Event description:
The customer reported that they had small dot artifacts in the center of the images. The philips field service engineer (fse) was informed that the dots were not in the area of interest, did not affect the clinical outcome, and confirmed that there was no harm to the pt or operator. The fse determined that detector modules 21 and 22 had failed and replaced them.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).